Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and a missing reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump is crack at the reservoir compartment. Customer stated that her blood glucose was 140 mg/dl. Customer also stated that the insulin pump was dropped from her bed. Advised to discontinue use of the insulin pump, revert to a back-up plan and the insulin pump need to be replaced. Nothing further was reported.